Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post laparoscopic duodenal switch procedure, the patient had excessive (greater than 500 ml) bleeding in the short gastric vessel confirmed by diagnostic laparoscopy and CT scan hours after the procedure was completed. The surgeon has used ligasure extensively. They did not notice any issue with the device or an error tone. Blood transfusion was performed, and reoperation was done the next day. The patient did not receive chemotherapy and was not on any medications that made them predisposed to bleeding prior to the procedure. Patient had extended hospitalization and is now recovering. They used graspers, staplers, and sutures in the area where the bleed occurred, but ligasure is the primary device used in the area. The handpiece was connected to the generator with software version 4.0.4.